Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate low result of "116mg/dl" as compared to a lab result of "158mg/dl" the time difference between the tests was 10-30 minutes. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.